Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implant procedure, trailing haptic stuck in the introducer and broke off during lens placement. The lens was removed and a new implant inserted. The surgery was completed on the same day. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints for the reported lot. The manufacturer internal reference number is: (B)(4).